Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer needed help programming the insulin pump. Customer had a compromised force sensor system alarm and the pump started counting again. Customer's blood glucose level was 75 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the drive support cap was sticking out. Customer pushed in the drive support cap. Customer has not used the pump for 4 years because he was upgraded to the 523 pump. Customer stated that this was a back-up pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that he will need to proceed with the travel loaner pump. Customer was advised that the pump was not usable. No further assistance needed.